Manufacturer narrative:
(B)(4).

Event description:
It was reported that the console does not display any speed. A rotablator rotational atherectomy system console was selected for use. It was noted that the rotablator console was not showing the rotational speed on the display. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The rotablator console was returned in good condition. Functional check of the rotablator console revealed that the device meets the specifications for cis rotablator functional test. No other product interaction with the device may have contributed to the reported failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the console does not display any speed. A rotablator rotational atherectomy system console was selected for use. It was noted that the rotablator console was not showing the rotational speed on the display. No patient complications were reported.